Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in stock in b. Braun surgical's warehouse. We have received 21 closed and 2 open samples with the needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received do not fulfil the requirements of the european pharmacopoeia (ep), 9 of the samples received have the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.15 kgf in average and 0.71 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples and closed samples received show that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, a CAPA has been opened.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the suture and needle detached before using. No additional information was provided.